Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 90 days (calculated from the date when the system controller was issued to the patient.) The reported event of a pump off alarm was confirmed. The log file contained a driveline disconnect along with intermittent low speed, low flow, no external power and pump stop alarms. The returned system controller was tested with the manufacturer¿s laboratory equipment and the pump off alarm was reproduced. The returned system controller was unable to operate a test pump. Further evaluation of the system controller revealed an internal issue with the printed circuit board (pcb). The observed pcb issue has been addressed in the manufacturer¿s corrective and preventative action (CAPA) system. This system controller was manufactured prior to the implementation of this CAPA. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient stated that he had a power module alarm. The type of alarm was unknown. The patient came in to the clinic and had apparently changed his primary system controller. The system controller was hooked up and audibly alarmed pump off but visually indicated that the internal battery was charging. It was reported that the system controller may have stopped working. The log files from both system controllers were evaluated by the manufacturer's technical services representative, and the primary system controller did not indicate any failure or alarm prior to the patient switching to the backup system controller. It appeared that the patient's primary system controller was connected to batteries prior to and during the event. It also appeared the patient went from the power module patient cable to batteries at 19:27 on (B)(6) 2014 and the next event is the patient disconnecting from the system controller at 0:35 on (B)(6) 2014. During the manufacturer's investigation of the returned system controller, the device was unable to operate a test pump.